Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by the technical support team to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.